Event description:
The customer reported a cable fault that is causing maximum radiation exposure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluates the system but has not yet reported the results of the eval. (B) (4).